Manufacturer narrative:
Retrieving data. Wait a few seconds and try to cut or copy again. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 315 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (arm), the pod's cannula was found kinked/bent. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.